Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed target lesion was located in the non-tortuous and non-calcified proximal left anterior descending (lad) artery. The lesion was treated with a non-bsc scoring balloon reducing stenosis to 50%. The lesion was imaged using ivus device and the physician advanced and deployed a 3.5x28mm ion and 2.5x12mm ion stents. The stents were post dilated with a 3.5x28mm non-bsc balloon. Post ivus revealed that the proximal section of the 2.5x12mm ion was deformed. The deformed stent was dilated with a 2.0x15mm non-bsc balloon and the procedure was completed. There were no patient complications reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).